Event description:
The patient had a thrombotic event three years after the cypher was implanted.

Manufacturer narrative:
This patient was treated with an unk cypher stent in the mid left anterior descending (lad). Lesion and vessel characteristics, as well as procedural details were requested but were not forthcoming. The patient took plavix for 12 months after the procedure. Two years after ceasing plavix, the patient had an mi ( myocardial infarction) due to stent thrombosis. A patient of unk age, gender and medical history experienced an mi and thrombotic event three years post cypher stent implantation. The reason for the patient's inital admission to hospital was not reported; but an angiogram revealed a lesion in the lad. The pre and intra procedural administration of asa, plavix, heparin or gpiibiiia and the performance or recording of acts was not reported. No vessel and/or lesion characteristics were provided. It is not known if the lesion was pre-dilated prior to the placement of a cypher stent of unk size at an unk maximum inflation pressure. The patient was discharged on medications that included plavix. The post procedural administration of asa was not reported. One year after the index procedure, the patient's plavix was discontinued. It is not known if this was planned or as a result of an adverse event. Three years after the index procedure, the patient experienced an mi. This was reported to have been associated with stent thrombosis. It is not clear if the stent thrombosis was confirmed with angiography or not. The treatment, if any, for these events was not reported. The product remains implanted in the pt and is thus not available for evaluation. Thrombotic events are a known potential adverse event following stent implantation. Based on the limited information provided, it is not possible to draw a conclusion about a relationship between the device and the event. Additionally, as the sterile lot number was not available, device history review could not be performed. Please note that this product, unk cypher crsxxxx, lot no. Unk) is not distributed in the united states. However, it is similar to the us distributed device, cxsxxxx. Additional information will be forthcoming.